Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, serial# (B)(6), product ID: a820. Serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The patient reported telemetry issues when trying to connect handset/communicator to the pump for the past "couple months." The patient stated that the new handset is horrible, they hate it and they preferred the older model. The patient stated it "locks up" and it takes them 30-45 minutes to get a bolus, they spend all day trying to bolus. The patient further stated that the handset gets stuck at 90% when they try to connect. The agent walked the patient through clearing the data, restarting the handset and confirmed the device connected quickly. Troubleshooting resolved the reported issue. The agent reviewed they can clear the data again if over time it slows down again and reviewed best practice to always close app and power handset off completely between use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.